Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from chinese to english: when injecting 8u, the injection could not continue to proceed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MDR (B)(4) MFR report # 3014704491-2023-00278 was sent in error. Therefore MFR # 3014704491-2023-00278 is void as a result.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from chinese to english: when injecting 8u, the injection could not continue to proceed.